Event description:
A falsely depressed troponin I result of 0.00 ng/ml was obtained on a pt sample. The physician questioned the result and the same sample was retested on the same analyzer and a troponin I result of 60.72 ng/ml was obtained. The test was repeated again and a result of 61.06 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences to the pt as a result of the falsely depressed troponin I result. The laboratorian failed to follow operators manual instructions by using a beckman access cup instead of the dabe behring ssc cup for sample processing.